Event description:
The customer reported that the system failed to properly save and display pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hd video pcb was evaluated and replaced. The hard disk drive was also reformatted during the service event. The system was tested and found to be working as intended and returned to service.